Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. During follow up, customer reported that after cleaning the usb port, the pump began charging. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
This was inadvertently filed and should not have been reported. Charging issue was due to debris in the charging port and not due to a malfunction of the device. Issue was resolved after removing debris.